Event description:
The manufacturer received information alleging a burning smell and ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. A thermal event was observed on the device's system board. The device had evidence of water ingress.